Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and later passed away due to an unreported cause. The cause of and the treatment for the peritonitis was not reported. On an unreported date, due to the peritonitis, the patient was taken off of pd therapy and was transferred to the hospital for hemodialysis. On the same day, the patient passed away. No further information was available regarding the cause of death or whether an autopsy was performed. No additional information is available.